Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email attached in complaint object: reported to have failed during testing and no patient involvement was reported. No further information available. B5: additional information received by smiths on 29-jun-2021 via email attached in complaint object: reported to have failed during testing and no patient involvement was reported. No further information available. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. Problem was found in ehl (event history log). Replaced the dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches and cracks on the lcd lens. The smiths tampered seal label were also missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was seen in the event log. To further investigate, a functional test was performed. The reported issue could not be duplicated, but multiple errors were observed in the device ehl log related to the downstream occlusion sensor. Root cause could not be determined. The dso sensor was replaced for preventative measures.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had an inoperable downstream occlusion sensor. It was added that there were intermittent cassette issues too. It is unknown if there was a patient, or clinician injury associated with this occurrence.